Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00157. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: one returned used needled violet braided suture segment was microscopically examined. One end was needled and one end was cut with residual blood and/or tissue remains present. Some abrasion damage was present at the broken end, suggesting the suture had been damaged by abrasion prior to breaking. The force required to cause the breakage could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. The suture split lengthwise during passage through tissue. Another like device was used. There were no adverse patient consequences reported.